Event description:
The pt presented with a ruptured bleeding bifurcation aneurysm in the middle cerebral artery (mca). Initial computer tomogram (CT) scan revealed subarachnoid hemorrhage (sah), categorized the worst 5 score on wfns scale with presence of large clot in the sylvian fissure. Coil embolization procedure was successfully performed. A post procedure CT scan demonstrated decrease of the hemispheric shift on the coiled side. The physician stated: "the filling of the aneurysm sac by blood was completely disappeared." However, partial mca infarction and vasospasm were revealed. There was no change in sah grade. Six days post procedure, the pt expired. The physician stated that the cause of death was due to the pt's preexisting medical conditions and vasospasm, and was unrelated to the device.

Manufacturer narrative:
For no allegation of device malfunction or non conformance. Additional information regarding the event was requested, and the following was determined: there were no anomalies noted with the coils during initial inspections, preparation, deployment or detachment. There were no difficulties encountered during the procedure that could have contributed to the pt's death. The physician does not allege any malfunction of any device for this procedure. Refer to MFR # 2939204-2009-00393; 2939204-2009-00394; 2939204-2009-00395 for other three related reports.